Manufacturer narrative:
(B)(4). The device was manufactured from october 4, 2012 - october 5, 2012. The device was received for evaluation. Visual inspection noted that the red coil cap was separated from the housing. The reported condition was verified. The assignable cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap fell off of a large volume infusor. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Since the device was not returned to the plant in its original unopened packaging, it could not be determined if the device was originally shipped with the separated coil cap. Therefore, the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.